Event description:
It was reported that after tonsil surgery using a coblator ii system and an evac 70 xtra wand, the 4-year old patient had a hemorrhage. The controller settings were the default. The bleeding started at the end of the procedure, it was a primary bleed. The patient was rushed back into the or and stabilized. The patient received a blood transfusion. It remained in a stable condition at the hospital for 2 hours, then it was transferred to a children's hospital. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required. Concomitant device: coblator ii system (240 v) 13646-02 pn: ec8001-01 sn: (B)(6).